Event description:
In 2002, kmi was notified of a wrist fusion system explant planned for the next day to address pain reported by the pt 10 months following its original implant date. No other info was provided.